Event description:
The customer was hospitalized with high blood sugars. Customer stated they had changed the infusion set several times but blood sugars continued to elevate. Troubleshooting revealed the bolus history was not accurate. Replacement sent.